Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the control body fluid damage, the light guide cable for prong coating damage, the lcb (light carrying bundle) broken, the bending rubber perforated, the remote control buttons perforated, the insertion flexible tube buckled, the light guide cable buckled, the light guide cable for control body buckled, the insertion flexible tube crushed, and the objective lens dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).